Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated, and the reported mechanical issue was not confirmed during return device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to the reported lot. Additionally, a review of the complaint history identified no other incidents reported for clip opening while establishing final arm angle (efaa) from the reported lot. A definitive cause for the reported clip opening while efaa could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip opened while establishing final arm angle. It was reported that this was a mitraclip procedure to treat a mixed mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve; however, the clip opened while establishing final arm angle (efaa). The clip was not implanted and the cds was removed and replaced. A new cds was used to complete the procedure. One clip was implanted, reducing the mr to 1-2. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.